Event description:
It was reported that a new implant procedure was abandoned due to the c-arm hospital equipment malfunctioning during the case. A new procedure may be scheduled in the near future. No additional information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.